Manufacturer narrative:
Implant fell out from holder (on floor), dentist placed the implant anyway. User error. Contaminated parts shall not be used. Dentist should be consulted instruction for use to prevent this from happen.

Event description:
Implant fell out from holder (on floor), dentist placed the implant anyway. User error.